Event description:
The hcp reported that approximately 15 minutes after refill, the pt experienced "overdose" symptoms. The pump had been refilled in 2006 with morphine and ketamine. Fifteen minutes later, the pt began to experience sweating. Another refill was performed the next day and 38 mls were aspirated. The pump was refilled then with sodium chloride. The hcp will recheck reservoir volumes in a week.

Event description:
The patient is being given oral medication. "Refill was made on tuesday; aspirated volume did not match with calculated volume (pump showed a flow rate of 3 ml per day); pump was refilled with saline again, nex check will be next week." Catheter was checked with contrast medium; seems to be ok. Troubleshooting is still ongoing."